Event description:
It was reported the patient needed different programs when adaptivestim was on so she was having routine programming. The patient was programmed at 4.4 volts on program 1 for upright and 2.9 v on program 3 when lying down. It was noted she needed different programs running at different times for different positions. They finished programming and the patient left, but she experienced ¿way too strong¿ of stimulation and she felt as if it was zapping her and she may fall. The patient was checked and they noticed all three programs were ¿running at voltages.¿ it was determined the ¿- -¿ values for voltages needed to be assigned to 0 volts. Additional information received reported some amplitudes were not set to some of her positional settings. The patient was reprogrammed and she had not had the zapping since.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).